Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards implant patient registry received information that a patient with a 23mm aortic valve implanted four years, 10 months, underwent valve-in-valve procedure due to structural valve deterioration and severe stenosis. A 23mm valve was implanted inside the failing 23mm valve. Initial placement showed minimal perivalvular leak, but mildly elevated gradient, as expected. The team performed high pressure balloon valvuloplasty on the tavr prosthesis to fully expand it. The patient tolerated the procedure reasonably well. The patient was discharged home on pod #5 in good condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a patient with a 23mm aortic valve implanted four years, 10 months, underwent valve-in-valve procedure due to unknown reasons. A 23mm valve was implanted inside the failing 23mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".